Event description:
It is reported that the device was implanted in 2002 and that the patient was revised in 2009 due to loosening of implant, heavy defect of bone (femur), and breakage of the tibial implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.